Event description:
On 4/9/97 co received a report that an infant had undergone cardiac surgery on 1/24/97. Echocardiograms were performed using co transesophageal transducer prior to and after the surgical procedure. The transducer remained in the pt's esophagus during the 4 to 5 hour procedure. On 4/6/97 the pt received a dilitation procedure to relieve an esophageal stricture.